Manufacturer narrative:
A philips field servicer engineer (fse) went to the customer site and the error was confirmed. The speaker needed to be replaced. The fse replaced the speaker assembly and checked the monitor; the issue was resolved. The system meets the specification for the performed service and is returned to use. The customer was provided a replacement device to resolve the issue. It has been concluded that no further action is required at this time. Reporting address state: (B)(6).

Event description:
The customer biomedical engineer (biomed) reported that a loudspeaker error was displayed, and the loudspeaker no longer gives out a sound. The intellivue x3 was operated in stand-alone operation. The error was noticed when switching on the device in the emergency room, before it was connected to the patient. When booting the device, none of the test sounds could be heard, and after completion of the self-test, the "loudspeaker error" was displayed in the display. A cold start from service mode did not bring about any change. The device still did not make any sounds.another intellivue x3 device was connected to this patient and the defective device was handed over to the biomed. The user noticed this on time, there was no delay and no patient harm.